Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer performed multiple supply changes to try and address the issue; however, the issue persisted. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.